Event description:
It was reported that this right ventricular (rv) lead was explanted and successfully replaced, additionally it was exhibiting high within normal limits shock impedances, measuring 113 ohms. This lead broke during the extraction; however, all parts were extracted. No additional adverse patient effects were reported. This rv lead has not been returned for analysis.